Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross dilator is being submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion (pe) and cardiac arrest occurred. During a concomitant pulse field ablation and watchman ablate and close procedure, a versacross connect for faradrive was selected for use. No baseline effusion noted prior to the procedure. The physician was having difficulty getting transeptal on a very aneurysmal septum and was having a hard time visualizing locating on intracardiac echocardiography (ice). Also, the system tracked several times up and down the septum before getting transeptal. After multiple attempts, the physician was able to visualize and performed a low/mid transseptal puncture. The ablation went unremarkable, switched out for the watchman sheath and deployed a watchman device without any issues. The patient was stable throughout the entire case. After the procedure, an effusion was noted on transesophageal echocardiogram (tee), an interventionalist was called in to tap the effusion. While discussing if they should proceed or not with draining the effusion, they stopped dopamine and then the patients pressures tanked and no pulse felt. Chest compressions were then performed and then drained the effusion. Patient was stable and they were going to extubate. The patient was hospitalized and discharged home later. In the physician's opinion, the transseptal was too low. The device is not expected to be returned for analysis (disposed).